Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message and intermittently shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The multi function cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.